Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation found that the elecsys hiv duo assay performed within specification. Per product labeling for the assay: false reactive results may occur as the specificity is < 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 analytical unit. On (B)(6)2025, the hiv duo result was 184 coi (reactive). Confirmatory western blot testing was negative. On (B)(6)2025, another test was performed on the patient, and the hiv duo result was 163 coi (reactive). The sample was retested using the roche e601 hiv combi pt test, and the result was 19 coi (reactive). The sample was retested using xinchanye hiv chemiluminescence reagent, and the result was negative. A nucleic acid confirmatory test (pcr rna) was performed, and the result was negative.